Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left elbow. A 6.00mm/2.00cm/90cm peripheral cutting was selected for use. During the procedure, at second dilation, it was noted that the balloon ruptured at 6atm in 30 seconds. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications and the patient's condition was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left elbow. A 6.00mm/2.00cm/90cm peripheral cutting was selected for use. During the procedure, at second dilation, it was noted that the balloon ruptured at 6atm in 30 seconds. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications and the patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation device and subjected to positive pressure. Liquid was observed to be leaking from a balloon pinhole located in the mid-section of balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the tip or blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were identified during the product analysis.